Event description:
A hospital in a foreign country reported via a distributor that the three rt205 adult breathing circuits had open circuit heater wires. This event was found prior to patient use. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in a foreign country. The product is not sold in the USA, but it is similar to a product which is sold in the USA. Method: the electrical resistance of the inspiratory heater wires of the three rt205 adult breathing circuits was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wires showed an open loop connection due to a failure in the connection between the heater wire and the heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate of occurrence of insignificant number of devices sold worldwide in the last year to january 2009.